Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator bin had failed to stay closed. The field service engineer (fse) noted that the top row bins were not unlocking when requested. The irac board was replaced, and operation was verified in diagnostics. No additional issues were noted at the time of service. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the fridge bin failed to stay closed but never actually unlocked. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.